Event description:
It was reported, the patient presented in clinic due to shortness of breath, fatigue and an increase in edema. The device was unable to be interrogate using inductive telemetry, additionally, there was no magnet response from the device. No pacing was able to be observed on the ECG. Premature battery depletion was suspected. The device was explanted and replaced. The right ventricular (rv) lead was capped and replaced during the procedure, as an increased threshold and high pacing impedance were observed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating diagnostic imaging of the rv was performed and no anomalies were noted.